Event description:
It was reported by the customer that the insulin pump was alarming button error after changing the batteries multiple times. Customer stated the issue had been occurring for over a week and device continues to ramp up numbers. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to no button response. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.